Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 62mm abdominal aortic aneurysm. Bilateral common femoral artery aneurysms were noted (19rcfa &14lcfa).the left hypo was occluded. The right hypo was noted as narrow proximally (14mm) and aneurysmal distally. It was reported one month post the index procedure, follow up CT demonstrated a focal right iliac limb occlusion contained in etlw1 628c124e. Per the physician the cause of the occlusion is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was confirmed that the occlusion was isolated to the limb, that the patient has suffered no adverse events and that future treatment has not been scheduled. Analysis summary: the reported right iliac limb occlusion could not be assessed on the films provided; therefore the cause of the event could not be d etermined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy and post-implant CT¿s showing the occlusion were not provided. It is possible that the vessel/aneurysm thrombus observed may have been associated with an increased risk of occlusion of the iliac limb. Other possible contributors to vessel occlusion include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.